Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device, along with their physician, contacted boston scientific for concomitant product interactions. Reportedly, the patient also has implanted a non boston scientific pacemaker. Technical services provided published literature and conducted a performance review. Information later stated the patient received inappropriate shock therapy and this subcutaneous system was programmed off and the patient dismissed. Field information states the patient will be scheduled for a future device check however, not yet been scheduled.